Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. An engineering evaluation of this unit found the upstream sensor values to be within specification, however, further evaluation of the sensor found cracks in the upstream sensor tail which can cause the air in line alarms. The upstream sensor assembly will be replaced.

Event description:
It was reported that a pump has a constant air in line alarm. It was also reported there was no pt injury.